Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site (and appeared bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached around 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting and lethargy. At the hospital, the pod was bumped by a cart and came off, causing the cannula to dislodge; at this time, the cannula also appeared bent. The patient was treated with insulin and lab tests were performed; he was also prescribed tramadol (50mg pills), to be taken twice daily for 15 days. The patient was released after 3 days and the pod was discarded at the hospital.